Manufacturer narrative:
(B)(4). Concomitant medical product: unk item #, unknown head, unk lot #; unk item #, unknown stem, unk lot #; unk item #, unknown liner, unk lot #. Reported event was confirmed by review of CT scan results provided. The scan confirmed the cyst; however, no fracture was found. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-06520.

Event description:
It was reported a patient underwent initial total hip arthroplasty. Patient presented with slow progress and pain postoperatively. Approximately four weeks post-op, the patient felt a "pop" getting out of a car. The patient experienced pain while weight bearing and required a walker. A CT revealed a non-displaced fracture through the posterior cortex femoral diaphysis, which was treated conservatively along with a pseudotumor with in the acetabulum..